Manufacturer narrative:
One photo and one sample of model 10821753 burette set was received from the customer for investigation. Upon visual inspection of the received samples, and in comparison to the current assembly drawing, it was verified that the white tube clamp on the bottom of the pumping segment tubing (p/n tc10006064) is missing from the construction. The root cause was identified as a misassembly of the set during the manufacturing process. No testing was performed as the misassembly was obvious. A device history record review could not be performed on model 10821753 because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that an unspecified number of gem v/nv mc 4ss 20dp 10pk dehp free experienced a missing component. The following information was provided by the initial reporter: our surgical services dept encountered an issue with the burrette set where the white clamp was missing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of gem v/nv mc 4ss 20dp 10pk dehp free experienced a missing component. The following information was provided by the initial reporter: our surgical services dept encountered an issue with the burrette set where the white clamp was missing.

Manufacturer narrative:
The following information has been updated/corrected: b.3. Date of event: (B)(6) 2020.

Event description:
It was reported that an unspecified number of gem v/nv mc 4ss 20dp 10pk dehp free experienced a missing component. The following information was provided by the initial reporter: our surgical services dept encountered an issue with the burrette set where the white clamp was missing.